Event description:
Patient admitted for drainage at old abdominal driveline site on (B)(6) 2016 and anemia. Patient s/p lvad exchange for thrombosis on (B)(6) 2016, has known hemolysis since exchange but declined another exchange wanting medical management and palliative care instead (ldh 1773 at discharge). Patient bridged to heparin on this admission while awaiting surgical debridement; ldh stable at 1622. On (B)(6) 2016 02:30, patient had new neurological changes and map 120 and died.